Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The physician predilated the target lesion with 2.0 x 15mm maverick2 balloon and confirmed with ivus. A non bsc device was deployed and confirmed with ivus again. However, the ivus catheter was unable to cross in the stent. The physician judged that the stent expansion was incomplete under the angiographical and attempted to post-dilate the target lesion with a 3.0 x 8mm quantum maverick monorail balloon catheter. The quantum maverick monorail balloon was not able to expand and when the physician provided negative pressure, the blood flowed backward in the inflation device. The physician judged that the balloon was ruptured and the quantum maverick balloon was removed. The procedure was completed with another device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context, due to anatomical and or procedural factors encountered during the procedure. A CAPA has been opened to address this issue.